Manufacturer narrative:
The customer stated that the avalon fm20 fetal monitor was used to monitor a fetus on (B)(6) 2021. The customer thought that the maternal hr was picked up instead of the fetal hr, not recognizing that the maternal hr was not monitored and that the fetus was in distress. The customer provided the fetal monitor trace for the event which was forwarded to philips product support engineering (pse) for analysis. During the investigation it was found that the c72 option had not been installed during a software upgrade performed by a philips-authorized service provider, which resulted in the maternal hr no longer being measured. A philips-authorized service provider went back onsite to check all fetal monitors at the customer site for option c72. To resolve the reported issue, option c72 was installed on all fetal monitors at the customer site that were identified during the investigation as not having this particular option. No subsequent calls were received from the customer regarding the reported device and issue. This issue was service related.

Event description:
The customer reported that the maternal heart rate (hr) was not recorded on the fetal monitor trace on (B)(6) 2021. There was a poor outcome for the baby, which had to be resuscitated and was taken to the nicu for therapeutic cooling. The device was used for monitoring at the time of the reported event. The newborn was resuscitated and taken to the nicu for therapeutic cooling. No additional details regarding the newborn.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the toco maternal pulse was not recording on the fetal monitor trace on (B)(6) 2021. There was a poor outcome for the baby, which was taken to the nicu for therapeutic cooling. No additional details regarding the newborn, such as gender, age, height, and weight, had been made available at the time of the initial report.